Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to the unlocked keypad connector on the lcd board. Unable to perform the displacement test due to the unresponsive buttons. The device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was normal. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).